Event description:
It was reported that during a cryoplasty and percutaneous transluminal angioplasty (pta) procedure, a tip detachment occurred. It was noted that standard pta was only utilized for pre-dilatation of lesion. The severely calcified lesion was located in the mildly tortuous right superficial femoral artery (rsfa). Contra-lateral access was obtained via the left femoral artery (lfa). An unspecified guide wire was advanced to the lesion. The imager ii angiographic catheter was advanced over the iliac bifurcation to the sfa. The physician attempted to advance another unspecified guide wire, however, resistance was encountered. The physician attempted to remove the imager ii catheter, however, the catheter "was stuck". Upon "pulling hard" on the imager ii catheter, approx 10 cm of the distal tip detached and remained "superior to the lesion". The physician performed a cut-down and was able to successfully remove the detached distal tip with a gooseneck snare. The procedure was completed utilizing croplasty therapy "with good results". The pt status is reported as "fine".